Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition of the device being frozen/not moving identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that chuck with key device was frozen/would not move due to its chuck being seized. It was further observed that the device had illegible etch and did not function. It was determined that the moving parts of the device did not move smoothly. It was further determined that the device failed pretest for marking and labeling, checking drill chuck with key, checking the maximum range of the tool coupling, checking the minimum range of the tool coupling, checking pins length of handpiece coupling, checking for mechanical free movement, and checking general function in running mode. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.